Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Mother reported that her daughter had six tampons unravel and fall apart upon removal leaving pieces inside. With a previous box, she noticed she had pieces of tampon coming out of her. Her daughter allegedly had tampon pieces still inside her since her period ended five days prior. Mother reported she was taking her daughter to the ER. Multiple attempts have been made to obtain further information. No further information has been received.